Event description:
As reported by the edwards field clinical specialist, following deployment of the 23mm sapien xt valve via a transapical approach, an annular rupture was noted on tee. Balloon aortic valvuloplasty (bav) was performed with the edwards 20 x 3 bav balloon. Via tee there was a minimal increase in aortic insufficiency and the aortic root appeared stable. The ascendra delivery system was then advanced and the sapien valve was deployed. The surgeon removed the wire and sheath because no post dilatation was to be done per the pre-brief. Within approximately 30 seconds via tee, it was noted that there was an annular rupture. The arterial 17fr cannula was then attempted to be introduced via the right femoral artery (rfa). However, it could not pass and the surgeon accessed the left ventricular apex and the patient was put on cardiopulmonary bypass (cpb). The patient had no blood pressure on the pump. The rfa was injected under angiography and a large dissection of the patient's right external iliac artery (reia) into the right common iliac artery (rcia) was noted. The patient had received 5 units of blood at this point. A 22 x 4 atlas occlusion balloon was introduced and inflated in the distal aorta. The rcia and reia were then ballooned with a 8 x 80 admiral balloon. The patient then went into ventricular tachycardia (vt) but was not defibrillated. The patient¿s belly was extremely distended and it was felt that the bleeding from the transected femoral/iliac arteries was not being controlled. The patient was pronounced dead by the surgeon and the pump was turned off. Per pre-procedural tee and CT it was noted that the patient had a small eccentric annulus with measurements of 14.7mm x 20mm by tee and 16mm x 21mm by CT. Three dimensional tee areas were 2.27 - 2.47 and the CT area was 3.00 cm. It was also noted that the patient had severe mitral annular calcification (mac) and a large calcium nodule under the left main coronary artery. Significant amounts of calcium were noted to be extensive throughout the mitral complex, left ventricular outflow track (lvot), coronary ostia and up beyond the sinotubular junction (stj). The medical team acknowledged that this patient was at high risk for annular rupture. Procedural tee re-confirmed all the anatomical concerns. The native aortic valve and root were severely calcified. The sinotubular junction (stj) diameter was 16.4mm, and the sinus of valsalva (sov) diameter was 28mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the implanting physician, the perceived cause of the annular rupture was a combination of small aortic annulus size, a large calcium nodule under the left main coronary artery, severe mitral annular calcification (mac), and extensive calcium from the mitral annulus throughout the left ventricle outflow track (lvot) and the aortic root complex.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient and there was no allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the implanting physician, the perceived cause of the annular rupture was a combination of a small and eccentric shaped aortic annulus, a large calcium nodule under the left main coronary artery, severe mitral annular calcification (mac), and extensive calcium from the mitral annulus throughout the left ventricle outflow track (lvot) and the aortic root complex. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.